Manufacturer narrative:
Device is not being returned for evaluation. Surgeon did not follow the IFU for pre-drilling.

Event description:
Sales representative confirmed that the white suture broke above the eyelet when removing the inserter. The surgeon removed the broken leg of suture and tied off the cobraid leg of the suture. An additional anchor was used to complete the repair. Surgeon does not pre-drill when using ti anchors; he taps the end of the inserter to start the anchor. Surgeon also has a different technique when removing the inserter; he slaps the sliding ring.